Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a 'device malfunction' error message during a follow-up. The patient had been receiving radiation therapy for prostate cancer in the vicinity of the device before this event.